Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was found at treatment complete. The patient called two days after event took place. The patient said fluid was discovered in the pump module area and on the external of the cassette. There was fluid all over the floor. The patient does not want the cycler replaced and wants to use a different cycler that the patient already has. There was no harm, adverse event or intervention reported. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was found at treatment complete. The patient called two days after event took place. The patient said fluid was discovered in the pump module area and on the external of the cassette. There was fluid all over the floor. The patient does not want the cycler replaced and wants to use a different cycler that the patient already has. There was no harm, adverse event or intervention reported. The cycler set is not available to return. The cycler is available to return for investigation. In a follow up, the patient verified that there was no harm, adverse event or intervention associated with the fluid leak event.

Manufacturer narrative:
Additional information: a.2., a.3., a.4. And b.5.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was found at treatment complete. The patient called two days after event took place. The patient said fluid was discovered in the pump module area and on the external of the cassette. There was fluid all over the floor. The patient does not want the cycler replaced and wants to use a different cycler that the patient already has. There was no harm, adverse event or intervention reported. The cycler set is not available to return. The cycler is available to return for investigation. In a follow up, the patient verified that there was no harm, adverse event or intervention associated with the fluid leak event.